Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced insulin cartridge leaking while manipulating the fill tubing and incorrectly interfacing the cartridge with the ilet, including placing the cartridge outside the device and removing it prior to rewinding, after which education on the proper fill and insertion process was provided and insulin delivery was resumed. Symptoms included hyperglycemia with blood glucose reported over 200 mg/dl. Outcomes included no injury, no medical intervention, and no healthcare utilization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem but identified a usage problem consistent with an improper or incorrect procedure involving the tubing/cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.